Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es drawer failure. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failures / 5neb. The field service engineer found pocket e6 was displaying a "read, write, and invalid cubie" error and was unable to recover. This issue persisted despite multiple recoveries and replacements of the cubie by the pharmacy. The field service engineer replaced the retractor band and reseated the row board cable. After rebooting the system, the cubie was successfully recovered, resolving the error. The system functioned as intended after the field service engineer repaired the device.